Event description:
It was reported that during a laparoscopic chole procedure, the device would not come out of the trocar. One of the closing arms was locked and it could not form a clip. The device was being used under normal application and was not being fired over a catheter. The procedure was completed by removing the trocar with the device and re-inserting a new trocar and new device. No patient consequence reported.

Manufacturer narrative:
Date sent: 06/22/2006